Manufacturer narrative:
This file was originally submitted on 08/20/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Event description:
Patient reported "device needs service" alert with wrench and service error code. Patient was unable to dislodge battery from monitor. All troubleshooting attempts failed. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned both batteries passed test. Returned monitor failed isl for black lcd screen unrelated to the reported service error code. The reduced availability of one out of the three modes (audio, haptic, video) of patient alert will not interrupt monitoring or therapy performance while a replacement is routed to the patient. The reported service error code can sometimes occur if the battery capacity is < 25%. Occasional damage to wcd components is foreseeable due to rough handling in the home use environment. Will continue to trend for future occurrences.